Event description:
After a diagnostic catheterization procedure, d-stat dry was applied to the pt's vascular access site. Approx 20-30 seconds later, the pt complained that her leg itched distal to the access site, and hives were visible on her knee and foot. The pt then became tachycardic and experienced shortness of breath. The d-stat dry was removed, the pt was given antihistamine medication and the symptoms resolved. The cause of the allergic reaction is indeterminate at this time.